Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11192. It was reported that pocket infection was observed. The infection was possibly due to staphylococcus infection and related to the device system implant procedure. The device system was explanted and replaced. No patient consequences were noted.